Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# j0546330v, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6)2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient¿s lead broke while the doctor was pulling from it to reposition it inside the ins. A piece of the lead stayed inside the ins. When the doctor was trying to explant the lead it broke again and a piece of the lead stayed in the body of the patient. No environmental/external/patient factors may have led or contributed to the issue. No other factors were anticipated/reported.